Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to tibial loosening at the implant cement interface. Patient had a previous poly swap and extensor mechanism repair after a fall following the primary surgery. Continued to complain of pain and was brought in for evaluation. Upon examination of the tibial component intra-operatively the surgeon determined that the tibia was loose. The components were removed and full revision was performed. I am still waiting to get the op report and patient information, and will submit those when I have them. Patient consequence? Yes. Patient consequence description: revision. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
On (B)(6) 2018, the patient underwent a right knee revision due to pain, irritability, thickening of the joint lining, laxity, synovectomy and loosening of the tibial component. The surgeon indicated the tibial component to cement interface was very weak. All components were revised in the procedure. The patient was implanted with a competitor system and there were no complications to the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.